Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular sensing channel, which resulted in brief periods of pacing inhibition. The source for the noise was suspected to be diaphragmatic oversensing. To date, there have been no reported patient symptoms associated with this clinical observation.